Manufacturer narrative:
The device has not been returned for evaluation. Should new information become available, sechrist will submit a follow up. This report is submitted to comply with MDR malfunction notice 76 fr 12473 requiring the reporting of incidents involving a life-supporting and/or life-sustaining device.

Event description:
It was reported that customer experienced issues with the ventilator's positive end expiratory pressure (peep).

Manufacturer narrative:
Sechrist distributor has reported that the ventilator is out of warranty and the customer has been advised to replace it. A device history review (DHR) was performed. Millennium ventilator 23065-1, serial number (B)(4), was manufactured on 7/27/2000. There is no indication that there were any relevant discrepancies during manufacturing. A review of the device history record (DHR) did not find any non-conformance that could cause or contribute to the reported issue. This report is submitted to comply with MDR malfunction notice 76 fr 12473 requiring the reporting of incidents involving a life-supporting and/or life-sustaining device.